Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was working on the patient's cervical stump, using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed, it was noted that the insert accessory was not working. After the instrument was removed from the patient, a piece from the insert accessory broke off. The planned surgical procedure was completed with a replacement insert accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic ace insert accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.